Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported 5v, 35v failure (1118, 111b, 1127)the device was in clinical use at the time the reported issue was discovered however, there was no harm to the patient or user.

Manufacturer narrative:
B.4:09/10/2018. G.4:06/08/2018. The motor controller was returned to failure investigator (fi) lab for evaluation. Visual inspection of the motor controller (mc) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. The mc pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and a ventilator inoperable error code was found. During debugging, it was identified that the quad analog switch (pin 11 to pin 7) shorted. The components were replaced on the mc pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The motor controller (mc) printed circuit board assembly (pcba) was returned to failure investigator (fi) lab for evaluation. Visual inspection of the mc pcba revealed no evidence of damage or contamination. The board was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and a ventilator inoperable error code was found. During debugging, it was identified that the quad analog switch (pin 11 to pin 7) shorted. The components were replaced on the mc pcba. H11. Updated contact information.